Manufacturer narrative:
The adaptive clean brush head is an accessory to the sonicare diamond-clean power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.